Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to an all-in-one display issue. A field service engineer replaced the all-in-one display, power cycled station, reconfigured internet protocol settings for the drawers and rebooted the machine to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a black screen. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.